Event description:
Information received by patient indicating the patient wore 1-day acuvue contact lenses for "a long time" and switched to acuvue 2 lenses. The patient reported discomfort od with the acuvue 2 lenses and was seen at an eye clinic and was diagnosed with a corneal ulcer. The patient was referred to another clinic for care and was subsequently transferred to ehime university hospital. The patient saw an ecp at the hospital on (B)(6)2010 and was instructed to return for outpatient treatment on a regular basis, but the patient said it was not on a daily basis. The patient contacted our (B)(4) affiliate on 09/08/2010 and said the patient was instructed to eye drops q1h as directed, the name of the eye drops was not provided. The patient told our affiliate that the treating ecp told the patient that the patient might have loss of vision. The patient was reportedly upset and did not provide any additional information. The patient was requested to give us written consent to obtain medical information. The patient requested that consent forms be mailed to the patient, but the patient did not promise to return the signed forms. The consent forms were mailed to the patient on 09/08/2010. To date the consent forms have not been received from the patient. No additional information has been received at this time. The product in question is not available for evaluation. A lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. The lot was produced under normal conditions. There have been no similar complaints associated with this lot. A corneal ulcer may or may not be a serious injury. Based on the limited information received, this injury will be reported as a serious injury as a worst case.

Manufacturer narrative:
Device labeling single use or reuse.